Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Manufacturer representative reported that intra-op the insulation separated from the lead body. The physician removed the damaged lead and placed a new lead. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The cause of the separation of insulation from the lead had not been determined.